Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into a sample mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
It was reported that the patient an unspecified fixation surgery. It was reported that during the last tightening procedure, the product thread slipped. The product was removed and found to be damaged. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.